Event description:
It was reported that during the unk surgery, could not fire farther after fired half and could not reverse the knife. Used manual override lever to return knife. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number x9626e, and no non-conformances were identified.